Event description:
It was reported that the patient received a gel-one injection on an unknown date. Subsequently, the patient is experiencing hives and swelling. Attempts have been made and no further information has been provided.